Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user banged her head on the concerned left side whilst playing and since then reported no sound with the device. In situ testing showed affected channels. Re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user banged her head on the concerned left side whilst playing and since then reported no sound with the device. The user reported an immediate fizzing sound after the trauma when she put the processor back on. In situ testing showed affected channels. The user was re-implanted.